Event description:
The customer reported that she has noticed condensation in the insulin pump, and it was possible that insulin from the reservoir was leaking. However, the customer was unsure where the leaks had occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.